Event description:
The advocate stated that the customer's contour meter read 100 points higher than another meter. The advocate was unable to provide the actual readings or the customer's normal range. If the contour meter read 200 mg/dl and the other meter read 100 mg/dl, the difference between the readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.